Event description:
It was reported to philips the unit had the diagnostic code 110b. It is unknown if the device had patient involvement at the time the issue was discovered, there was no patient or user harm reported. Philips remote service engineer advised biomed of diagnostic code 110b proximal pressure sensor autozero failed. The proximal pressure was not measured, and pressure-related alarms are compromised. The philips remote service engineer recommended ordering and replacing solenoids 3 and 4 and provided biomed with the part numbers. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device was not in use on a patient at the time of the event. There was no patient harm or injury reported. The customer replaced solenoids 3 and 4 to resolve the reported issue.